Manufacturer narrative:
Block e1 (initial reporter address 2): (B)(6). Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a minimally invasive internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, the bands were successfully deployed onto the varices; however, it fell off from the varices and did not remain in the varices. It was reported that the suction was not enough. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.